Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the packaging for a 6f 100cm extra back-up (xb) 3 vista brite tip guiding catheter, the nurse inspected the catheter and found a black foreign material on the catheter shaft. The device was not used in the patient and a new 6f 100cm xb 3 vista brite tip guiding catheter was used as a replacement. There were no reported injuries to the patient. The device was stored according to the instructions for use (IFU), and there was no damage to the packaging or the device itself prior to use. The device will be returned for evaluation.